Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were intermittently responding and when the buttons responded they got "stuck". The patient confirmed that there were no rips or tears in the keypad. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad buttons issue.

Manufacturer narrative:
Follow-up ((B)(4) 2012). The pump was returned to animas for evaluation and investigation was completed on (B)(4) 2012. The results of the investigation were as noted: the keypad appears to be intact without any observation of physical damage such as lifting or peeling.. The issue with the keypad button malfunction was confirmed through product analysis. All of the keys require multiple presses and excessive force to activate. Contrast, up, down and ok keys do not have normal spring back or click. Ok key emblem is found to be worn. There was evidence of keypad adhesive found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.